Manufacturer narrative:
Clarification to d6a - implant date: 2012 (year only received). Laboratory analysis summary: device photograph(s) for the device related to the reported event of rupture and anxiety-product/procedure was requested on (B)(6) 2024. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ anxiety-product/procedure: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side "biocell texture revision". Later, healthcare professional reported "hole, non-specific". Device has been explanted.

Event description:
Healthcare professional reported left side "biocell texture revision". Later, healthcare professional reported "hole, non-specific". Device has been explanted.

Manufacturer narrative:
Cont e1 zip code- (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "hole, non-specific".